Event description:
The patient has experienced multiple 04 (occlusion) errors since the beginning in 2007. She stated that today (2007), her blood glucose was elevated to 400 mg/dl due the occlusions. The patient disconnected from her infusion device and switched to insulin injections to lower her blood glucose readings. Symptoms of elevated blood glucose were thirst and frequent urination. The patient stated that she has been using her leg as an infusion site. The patient was advised to try using a different area for an infusion site. She stated she would change her site to her abdomen. To troubleshoot the patient was advised to insert new batteries into the infusion and she was instructed to perform an empty prime. The infusion device completed the prime without error. The patient inserted an insulin cartridge into the infusion device and she was able to prime and place the device in the run mode without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.